Manufacturer narrative:
It was reported via the (B)(4) study that during an enterprise vrd assisted aneurysm coil embolization procedure, thrombosis occurred in the anterior choroidal artery with symptoms of hemiplegia and aphasia. Medical included administration of urokinase. Post procedure, the vessel/stented area was patent. The patient is currently stable without any symptoms. The physician stated that the event was caused by the deterioration of blood flow after the coil embolization. Noncordis/codman coils were used for the procedure. The enterprise was fully expanded and apposed to the vessel wall after initial placement and at the time of the event. The anterior choroidal artery aneurysm saccular aneurysm had a neck of 7.2mm with a 1:1 neck to sac ratio. Antiplatelet therapy included aspirin and plavix prior to the procedure. The coils used for the procedure included gdc10 360sr 6mmx15cm, gdc10 360sr 6mmx11cm, compass complex 5mmx10cm (qty 2), compass complex 3.5mmx4.5cm (qty 3), hypersoft 3mmx6cm(qty 2), and hypersoft 2mmx3cm. Intra and post procedure heparin, urokinase, and slonnon were administered. The act was reported as 147 seconds and 314 seconds; however, the timing of the acts as related to the reported thrombosis is not known. There is no further information regarding the procedure or the event. It was reported that the patient's recovery was confirmed six days post procedure. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01422398. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Thrombosis with neurological changes are known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system and coiling procedures as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The medications given prior to the procedure consisted of plavix and aspirin, intra/post procedure consisted of heparin, urokinase and slonnon. The act was 147 seconds and 314 seconds. The coils used for the procedure are as follows (all non-codman products); gdc10 360sr 6mmx15cm, gdc10 360sr 6mmx11cm, compass complex 5mmx10cm (qty 2), compass complex 3.5mmx4.5cm (qty 3), hypersoft 3mmx6cm(qty 2), hypersoft 2mmx3cm. The secular aneurysm measured at the neck 7.2mm and neck to sac ratio 7.2mm x 7.2mm. The current patient condition is stable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422398. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on may 14, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
The complaint is from a clinical study (B)(4) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452212) for an unruptured aneurysm in anterior choroidal artery. During the procedure, thrombosis occurred in the anterior choroidal caused by the coil embolization. The patient showed symptoms of hemiplegia and aphasia. Medical treatment was performed using urokinase, and the patient's recovery was confirmed six days after the procedure. The patient is in stable condition currently without any symptoms. The physician stated the event was caused by the deterioration of blood flow after the coil embolization. After the stent and coiling procedure was completed, the vessel and stented area was patent, and the enterprise was fully expanded and opposed to the vessel wall after initial placement. Angiograms performed during the event showed that the enterprise was fully expanded, patent, and apposed to the vessel wall and in a stable position as compared to position after placement.